Manufacturer narrative:
The file indicated the use of a viscoelastic. Cartridge use was not indicated by the customer. Information in the file indicated the lens was replaced with a lens of the same model but one diopter difference. No further information has been provided. (B)(4).

Manufacturer narrative:
The product was returned in the replacement lens case. Blood and solution is dried on the lens. Bent haptics and optic damage was observed. Product the customer indicated the use of a non-qualified viscoelastic. Power and resolution testing could not be conducted due to the extensive optic damage. The lens was replaced with the same model one diopter difference in power. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, the lens was exchanged due to the patient needing one additional diopter in lens power.